Event description:
It was reported the surgeon laid the plate down on the bone to start inserting the locking screw. The screw continued to insert past where it was supposed to stop, rendering the plate useless. Another plate was used to complete the surgery.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.